Event description:
It was reported by service report that the cot is leaning to either side with weight; it leans more noticeably with weight to the right side. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Customer has not decided yet if they want to spend the money to have the cot eval and fixed, because the cot is 7 years old which is part its expected life.